Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the ipg was not keeping a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.